Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, the use of a PICC catheter was indicated for antimicrobial therapy, followed by hospital discharge with the catheter for outpatient treatment. On (B)(6) 2025, the patient returned to the hospital via the emergency room complaining of leaking medication at the catheter insertion site. The specialist in charge was called in for an assessment. During the inspection, it was identified that the PICC catheter was inserted in the right upper limb (rul) and showed saturation of the chg plate of the dressing, suggesting fluid absorption. The specialist performed a catheter traction maneuver and a turbulent flushing technique, at which point part of the saline solution reached patient's face. From this event, it was found that the catheter was partially broken, characterizing a structural failure of the device. The catheter was removed and a new PICC catheter was inserted, enabling treatment to continue. Time of use: 134 days.